Event description:
The pt underwent a cardiac ablation procedure. Shortly after the procedure, the pt felt an uncomfortable sensation while attempting to charge the implant. The pt also reported charging and communication issues between the implant and the external equipment. It was confirmed that monopolar electrocautery was used during the procedure. The device labeling states that monopolar electrocautery should not be used as it may cause permanent damage to the implant. An advanced bionics rep performed device eval. The problem was confirmed. An explant procedure has been recommended.